Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that during a service/test performed by the customer, the monitor for the cs100 intra-aortic balloon pump (iabp) was blue and could not display properly after booting. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the iabp unit. The fse observed the customer's reported issue and replaced the video receiver board and the display controller board to correct the issue. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was reported as (B)(6) hospital.

Event description:
It was reported that during a service/test performed by the customer, the monitor for the cs100 intra-aortic balloon pump (iabp) was blue and could not display properly after booting. There was no patient involvement and no adverse event was reported.